Manufacturer narrative:
The device was not returned for analysis, but a video was received and it was analyzed and was observed fluid leaking out about 10cm from the distal section tip. The DHR review of the manufacturing documentation associated with the lot presented no issues during the manufacturing or inspection processes that can be related to the reported complaints. The failure reported by the costumer as ¿catheter (body/shaft) ¿ leakage¿ could not be evaluated due to it is not possible determine the cause exact of the fluid leaking through of video. The manufacturing process has controls necessary for the timely detection of this type of defect. The cause of the failure experienced by customer could not be conclusively determined; however, neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective actions will be taken at this time. (B)(4).

Event description:
It was reported that the prowler select lpes j tip microcatheter (606s155jx/17008465) had a leaking fluid proximal to the distal tip. The catheter was used for a chemoembolization so it was not retained for testing¿, but a video was provided of the failure. The solution used during the procedure was heparinized saline 2unit/ml, doxorubicin, omnipaque 300 contrast. A dedicated saline solution was used at all times for flushing, and between using of chemoembolization, the microcatheter was flushed. The tumor was located in the liver. No further information was provided.